Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Additionally, a visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The copilot bleedback control valve (bbcv) was being used in the procedure. The valve was tightened 2 to 3 times; however, a leak was noted despite the valve being tightened. The procedure was completely successfully with the leaky valve. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.